Event description:
A user facility reported a pt with a hazy intraocular lens (iol) eight years following implant surgery. The hazy iol was effecting the pt's vision. In a follow-up, the surgeon stated that to this knowledge there was not a problem with the iol.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/01/2008, 12/03/2008, 12/04/2008, and 12/12/2008 by phone, fax and mail. A completed questionnaire was received on 12/12/2008.